Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider ) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient came into office post op stating starting a week prior, they were getting shocked and zapped. The hcp office had told patient to turn device off, they had device off for a week and symptoms continued. There were no falls contributing to the issue. The rep ran impedances and all were within normal limits, so the patient's device was turned back on, program changed and pulse width lowered to 120 to resolve the issue.